Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) exhibited an infection. Surgical intervention was performed to rinse out the pocket with antibiotic and then sutured. There were no additional adverse effects reported. The product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.